Event description:
Surgeon in operating room realized that arms were slightly bloody after using surgical gown in the 'pack general laparoscopy - ref dynjt6873). Manufacturer response for surgical gown in or pack, surgical gown in the 'pack general laparoscopy - ref dynjt6873) (per site reporter).